Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("cramps"), genital haemorrhage (seriousness criterion medically significant) and abdominal distension ("bloating"). The patient was treated with surgery (she had surgery to remove the essure). At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, genital haemorrhage and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("cramps"), abdominal distension ("bloating"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia(heavy menstrual bleeding)") and urinary tract infection ("uti"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, abdominal distension, dysmenorrhoea, menorrhagia and urinary tract infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and urinary tract infection to be related to essure. The reporter commented: discrepancy in insertion date: previously reported as (B)(6) 2004. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test-not specified result-not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: model number changed, event was added- dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) and uti. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("cramps") and abdominal distension ("bloating"). The patient was treated with surgery (she had surgery to remove the essure). Essure (ess205) was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.